Event description:
The customer reported that the pressure cable that connects the cadiohelp to the oxygenator no longer works. Presence of condensation in the cable connector. Onetrack complaint ID: (B)(4).

Manufacturer narrative:
A new cable has already been ordered and will be delivered directly to the customer. A follow up will be submitted when new relevant information becomes available.

Manufacturer narrative:
It was reported that connection cable for internal sensors is not working. The failure occurred before treatment. A new cable has already been ordered and will be delivered directly to the customer as stated by the technician. During investigation it was identified that the pins of the cable plug are corroded. A similar issue was already investigated by the getinge life cycle engineering on 2021-03-31. Deposit was detected on the cable socket during visual inspection. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming). A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2022-07-28 for the period of 2017-02-13 to 2022-06-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-02-13. Based on the results the reported failure "connection cable for internal sensors is not working" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).